Event description:
It was reported that the patient experienced hypoglycemia, with a lowest documented blood glucose of 39 mg/dl, which the caregiver treated with oral glucose in the form of juice and glucose tablets, after which glucose stabilized to 83 mg/dl; the caregiver requested training on the device algorithm and was advised to contact the training line. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included the need for oral carbohydrate intervention and caregiver education. Investigation included complaint handling and troubleshooting guidance with referral for training. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified based on the information provided. It was concluded that the event was user-managed with oral glucose and that further user training was indicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.